Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's right ventricular (rv) was associated with a system infection. Additional information provided from the field indicated surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.